Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a leak of the medication was confirmed at the connection between the soft bag and the tube. After draining the medication and replacing it with saline for testing, the leak was confirmed. The event occurred before patient use at the facility. There was no reported patient harm/adverse event.

Manufacturer narrative:
One (1) used device was received for evaluation. A visual inspection was performed, and the reported issue was duplicated. The probable cause of the cut is unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.